Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had keypad unresponsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that buttons were hard to press. The customer also reported that the insulin pump was not alerting when reservoir was empty. The customer declined helpline assistance. Device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. (B)(4).